Manufacturer narrative:
Contacts details to (B)(4). Ticked malfunction. To pms from gpms. Additional information: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. This defect was fixed and released in mosaiq (B)(4).

Manufacturer narrative:
Additional information: this defect was fixed and released in mosaiq vv2.64.014.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported that mosaiq is using an incorrect value for the bsa calculation. Based on the available information, there was no report of mistreatment.